Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(4), batch: 18934561.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.